Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose. No additional information was provided.

Manufacturer narrative:
Additional information was received on june 22nd, 2023, stating that the pump battery charged without an anomally. The pump was in working condition and turned on and charged as expected. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.